Event description:
Related manufacturer report number: 3006705815-2021-01046. It was reported that the patient was experiencing ineffective stimulation after a recent fall. X-ray confirmed that the leads had migrated. Reprogramming was unable to resolve the issue. As result, the leads were explanted and may be re-implanted on a later date.

Event description:
Additional testing indicated that high impedance was found on both implanted leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.